Event description:
Coopervison biofinity contact lenses caused a corneal abrasion requiring a visit to the emergency room. Antibiotic eye drops were prescribed to prevent permanent vision loss. Less than 24 hours have passed since the corneal abrasion was detected, so we do not yet know long term effects/vision problems. Biofinity contact lens used from approximately (B)(6) 2011, at which time the eye became so irritated, inflamed, and painful that contact lens could not be tolerated. Pain was sufficient to warrant an early morning trip to the emergency room. A corneal abrasion was diagnosed and antibiotic eye drops were prescribed. Eye drops are to be administered every 4 hours for the next ten days. Contact lenses cannot be worn again until the corneal abrasion is cleared and determined to be healed by an ophthalmologist.